Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak from both proximal and distal ends of a maxplus clear needlefree connector. It was noted that the blue internal piece looked offset and deformed. There is no report of patient harm.

Manufacturer narrative:
Concomitant products: (B)(4), bd 10ml syringe 0.9% nacl, therapy date unk. The customer¿s report of a leak from the proximal (female) end of the needle free connector was confirmed. Leaking from the distal end was not confirmed. Visual inspection of the valve showed a crack measuring 0.3520 inch on the surface and down the side of the female luer. No anomalies were observed on the male luer. Functional testing was performed and fluid was observed leaking between the female luer of the maxplus and the male luer of the texium valve. There was no evidence of leaking from the male luer of the maxplus. The root cause of the cracked female luer was not identified.